Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, foreign objects were discovered in the nozzle, caused by insufficient cleaning. In addition, a damaged ccd (charged coupled device) caused difficult operation of the zoom function. Worn angle wires caused the bending angle in the up direction and the play of the up/down knob to be out of standard value. The bending section cover had chipped adhesive, the distal end cover had a scratch, and the label on the suction connector was peeled. There was a wrinkled universal cord. There were scratches on the scope connector cover, the suction connector, the flexibility adjustment ring, the cord protector, suction cover, switch box, fe knob and fe lever, the up/down knob, the right/left knob, and the control unit. Discoloration was discovered on the electrical connector. Chipped adhesive on the bending section and an unclear and scratched distal end cover were also discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported a problem with the zoom/focus switching function of the evis lucera colonovideoscope. There were no reports of patient harm. The device was returned and evaluated. Upon inspection and testing, foreign objects were discovered in the device nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.